Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient alleges the bolus recommendations provided by the software application are not accurate. Customer advised that he just finished setting up the insulin bolus advisor on his smartphone with the connect app. The blood sugars sent from his meter; however, are not being used in the advisor part of the app. No adverse event reported. Software application was not requested for return.